Event description:
Per the clinic, the device was explanted (specific date not reported) due to pain on scalp and dizziness. Additional information has been requested but has not been made available as of the date of this report.